Event description:
Product - malfunction of s-rom-ztt-2 total replacement hip - system. Four very damaging dislocations to left leg within 23 months of placement. Lost records and defective product at - removal.